Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, cholangiogram, d & c and grand multiparity. Concurrent conditions included body mass index normal, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis and cholelithiasis. Concomitant products included ibuprofen, medroxyprogesterone (depo provera), nsaid's, nuvaring, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 7 days after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Essure 5 coils on tight and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: essure device was successfully occluded. X-ray - on (B)(6) 2017: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 29-aug-2018: pfs and medical record received. Reporter's information and lot number was updated. Events added: abnormal bleeding (vaginal, menorrhagia), depression, mental anguish, dysmenorrhea (cramping). Concomitant conditions, concomitant drugs, historical conditions and lab data were updated. Case became an incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device, migration of essure device location of device: unknown location") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, cholangiogram, d & c, grand multiparity and gallbladder removal. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis, cholelithiasis and acid reflux (oesophageal). Concomitant products included acetylsalicylic acid;caffeine;paracetamol;salicylamide (excedrin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen sodium (naprosyn), nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, hot flush, migraine and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Essure 5 coils on tight and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. X-ray - on (B)(6) 2017: results: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs received event " hot flashes, migraines, headaches, weight gain" were added. Concomitant drug were added. On 11-dec-2018: pfs received patient aka name was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('clinical exam consistent with endometritis'), device dislocation ('migration of the device, migration of essure device location of device: unknown location') and menorrhagia ('abnormal bleeding menorrhagia') in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on same day she underwent essure placement and endometrial ablation" on(B)(6) 2009. The patient's medical history included cholecystectomy, cholangiogram, d & c, grand multiparity, gallbladder removal, pain in elbow, low back pain, gallbladder stones, neck pain and paraesthesia. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis, cholelithiasis, acid reflux (oesophageal), falling down, soft tissue swelling, cervical spasm, dermatitis (due to metals), tinea corporis, costochondritis, bee sting (acute anaphylactic reaction (almost going into anaphylaxis), spondyloarthropathy, spasm of muscle, neck pain, upper back pain and menometrorrhagia. Concomitant products included caffeine;paracetamol (excedrin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen sodium (naprosyn), nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)/metal stabbing feeling that causes muscles to tighten different from bloating cramps"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and cold sweat ("cold sweats"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, device dislocation, menstrual disorder, infection, depression, anxiety, dysmenorrhoea, hot flush, migraine, headache, weight increased and cold sweat outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, bladder disorder, cold sweat, depression, device dislocation, dysmenorrhoea, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Essure 5 coils on tight and 3 coils on left. Receiving treatment for bladder/ urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. X-ray on (B)(6) 2017: results: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("clinical exam consistent with endometritis"), device dislocation ("migration of the device, migration of essure device location of device: unknown location") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on same day she underwent essure placement and endometrial ablation" on (B)(6) 2009. The patient's medical history included cholecystectomy, cholangiogram, d & c, grand multiparity, gallbladder removal, pain in elbow, low back pain, gallbladder stones, neck pain and paraesthesia. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis, cholelithiasis, acid reflux (oesophageal), falling down, soft tissue swelling, cervical spasm, dermatitis (due to metals), tinea corporis, costochondritis and bee sting (acute anaphylactic reaction (almost going into anaplylaxis)). Concomitant products included caffeine;paracetamol (excedrin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen sodium (naprosyn), nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)/metal stabbing feeling that causes muscles to tighten different from bloating cramps"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infection") and cold sweat ("cold sweats"). The patient was treated with ibuprofen (motrin) and surgery (ablation). Essure treatment was not changed. At the time of the report, the endometritis, device dislocation, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, hot flush, migraine, headache, weight increased, cold sweat, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, bladder disorder, cold sweat, depression, device dislocation, dysmenorrhoea, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Essure 5 coils on tight and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. X-ray - on (B)(6) 2017: results: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received. Event verbatim were updated as persistent pelvic pain/ pain/pain pelvic, dysmenorrhea (cramping)/metal stabbing feeling that causes muscles to tighten different from bloating cramps. Event : cold sweats and bladder or urinary problems or changes were added. Onset date of event were updated. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("clinical exam consistent with endometritis"), device dislocation ("migration of the device, migration of essure device location of device: unknown location") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on same day she underwent essure placement and endometrial ablation" on (B)(6) 2009. The patient's medical history included cholecystectomy, cholangiogram, d & c, grand multiparity, gallbladder removal, pain in elbow, low back pain and gallbladder stones. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis, cholelithiasis, acid reflux (oesophageal), falling down, soft tissue swelling, cervical spasm, dermatitis (due to metals), tinea corporis, costochondritis and bee sting (acute anaphylactic reaction (almost going into anaphylaxis)). Concomitant products included caffeine;paracetamol (excedrin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen sodium (naprosyn), nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced endometritis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with ibuprofen (motrin) and surgery (ablation). Essure treatment was not changed. At the time of the report, the endometritis, device dislocation, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety, dysmenorrhoea, hot flush, migraine and weight increased outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Essure 5 coils on tight and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. X-ray - on (B)(6) 2017: results: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2019: reporter information was added. Her concurrent conditions were added. Per medical record following events: clinical exam consistent with endometritis and on same day she underwent essure placement and endometrial ablation was added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, cholangiogram, d & c and grand multiparity. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis and cholelithiasis. Concomitant products included ibuprofen, medroxyprogesterone (depo provera), nsaid's, nuvaring, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 7 days after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, infection, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 221 lbs. Essure 5 coils on tight and 3 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: essure device was successfully occluded. X-ray - on (B)(6) 2017: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('clinical exam consistent with endometritis'), device dislocation ('migration of the device, migration of essure device location of device: unknown location') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "on same day she underwent essure placement and endometrial ablation" on (B)(6) 2009. The patient's medical history included cholecystectomy, cholangiogram, d & c, grand multiparity, gallbladder removal, pain in elbow, low back pain, gallbladder stones, neck pain and paraesthesia. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included body mass index low, abdominal pain, frequency urinary, menstruation abnormal, menometrorrhagia, nausea, cholecystitis, cholelithiasis, acid reflux (oesophageal), falling down, soft tissue swelling, cervical spasm, dermatitis (due to metals), tinea corporis, costochondritis, bee sting (acute anaphylactic reaction (almost going into anaplylaxis)), spondyloarthropathy, spasm of muscle, neck pain, upper back pain and menometrorrhagia. Concomitant products included caffeine;paracetamol (excedrin), ethinylestradiol;etonogestrel (nuvaring), ibuprofen, medroxyprogesterone acetate (depo provera), naproxen sodium (naprosyn), nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("persistent pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping)/metal stabbing feeling that causes muscles to tighten different from bloating cramps"). In (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression"), anxiety ("mental anguish") and cold sweat ("cold sweats"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infection"). The patient was treated with ibuprofen (motrin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the endometritis, device dislocation, menstrual disorder, infection, depression, anxiety, dysmenorrhoea, hot flush, migraine, headache, weight increased and cold sweat outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered anxiety, bladder disorder, cold sweat, depression, device dislocation, dysmenorrhoea, headache, hot flush, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 218 lbs. Essure 5 coils on tight and 3 coils on left. Receiving treatment for bladder/ urinary problem events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: essure device was successfully occluded. X-ray - on (B)(6) 2017: results: bilateral fallopian tube occlusion devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, nausea, vaginal bleeding, dysmenorrhea, menorrhagia, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events bladder disorder, pelvic pain, urinary tract disorder, vaginal hemorrhage and menorrhagia were updated. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.